Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. H4: the date of manufacture was unknown. UDI: (B)(4).

Event description:
It was reported by the sales rep in netherlands that during a rotator cuff repair surgical procedure on (B)(6) 2024 that while using the vapr tripolar 90 suction elect device, the doctor was removing soft tissue with the device and the yellow/ablation button of the electrode. When releasing the button, ablation did not stop. The user pulled the plug on the electrode. When getting it back in, ablation started again without pushing any button. Then switched off the generator and pulled the plug again. After a re-start of the generator and plugging back in the electrode wasn't activated, but once pushing the yellow button again, ablation kept going even when releasing the button. The foot pedal was not in use. Another like device was used to complete the procedure. There was a five minute delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, it was retained by the customer, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the device comes in used condition. The suction tube shows saline residues. The active tip shows signs of activation. The cable, connector and pins are in good condition. On functional test, the device was connected to the test generator, the electrode was immediately recognized. On hand function mode, the ablation function was activated for one minute, the electrode worked as intended. The coagulation function was activated for one minute, the electrode worked as intended. The function mode was changed to foot pedal mode. The ablation function was activated for one minute, the electrode worked as intended. The coagulation function was activated for one minute, the electrode worked as intended. The device was sent to the manufacturer for further evaluation. Manufacturer evaluation result for vapr tripolar 90 suction elect: the device was not received in its original package. The tip is in a used condition. Handle assembly is in good condition. Cable and plug are in good condition. Saline residue visible in suction tube. Electrical checks: the device passed all parameters. Functional checks: the device passed all parameters. The customer stated that 'when releasing the button, ablation didn't stop'. Visual inspection recorded that there was saline residue on the exterior of the rubber switch boot. No other points of interest were noted on the exterior. The device successfully passed all the electrical and functional tests without issue, with all buttons functioning as expected. Removal of the rubber switch boot revealed deterioration/staining around the periphery of the ablate buttons. The potting over the connector block had also lifted from the pcb surface and there were small areas of a green substance on the connectors. From our investigation we were unable to confirm the customer reported functional problem that when releasing the button, ablation didn't stop. Testing at atl UK shows the returned device was immediately recognized and found to pass electrical testing and functional testing. Activation was found to be consistent with all buttons functioning as expected. The returned complaint device was found to perform as expected however visual observation did reveal some deterioration/staining around the periphery of the ablate buttons. A CAPA investigation has already been initiated to investigate similar reported events of continuous activation/stuck buttons in an effort to determine root cause and identify any potential preventative /corrective actions. This complaint will be added to the scope of this CAPA which is currently in the root cause phase. In addition to the atl UK internal investigation a supplier investigation has also been initiated to investigate the switch pcb assembly components. The root cause of the customer reported issue could not be determined at this stage and further investigation is being conducted under CAPA. The overall complaint was not confirmed as the observed condition of the vapr tripolar 90 suction elect would not contribute to the complained device issue. This product issue was identified during the investigation by the supplier. This product issue will be addressed through the supplier quality system. Depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device, and no non-conformance was identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.